Event description:
It was reported that this implantable cardioverter defibrillator (ICD) p-wave oversensing. Rhythmcare recommended performing an x-ray to evaluate the system placement. This device remains in service. No adverse patient effects were reported.